Manufacturer narrative:
Additional information has been received which was not included in the initial report. The information has been provided in section b5 (updated summary has been added) with this report. Pump passed the displacement test, self-test, rewind test, prime/seating test, basic occlusion test, occlusion test and force sensor test. The test sensor simulator communicated and paired properly with the pump noted. No communication anomaly or device not found noted. Thump and software was utilized and downloaded trace/history files properly. Alarmed no delivery show in the trace/history files on 08/26/2025 12:50:41.000, 08/26/2025 12:51:49.000, 08/26/2025 12:59:22.000 during prime. Pump was cut open to perform visual inspection no moisture damage on the electronics, keypad assembly, battery connector, battery tube, motor, vibrator during visual inspection. Test p-cap and reservoir locked properly into reservoir compartment during testing. The following were noted during visual inspection: scratched case, stained keypad overlay. In conclusion, pump passed all testing required and no unexpected insulin flow blocked, no delivery alarms and sensor anomaly not confirmed. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Updated summary: mmt-1884g returned for analysis.

Event description:
It was reported to medtronic minimed that the customer had reported frequent insulin flow blockages, sensors not lasting seven days due to wear and tear on the prongs, and continuous glucose monitoring not syncing with the pump. The customer reported no adverse event. The event involved product(s) mmt-7020la, mmt-7911na, mmt-332a, mmt-397a, and mmt-1884g. Troubleshooting was not performed for the insulin flow blocked alarm, and it was a past event. No harm requiring medical intervention was reported. No product return is required for mmt-7020la, mmt-7911na, mmt-332a, mmt-397a, and mmt-1884g.

Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.